Event description:
During software upgrade, prior to upgrading the software the device was in backup vvi. The device was not upgraded or implanted and will be returned for analysis. No patient was involved.

Manufacturer narrative:
Analysis of the device image revealed ¿telemetry logical channel open, authentication failure¿ from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near bol.